Event description:
It was reported that the patient had developed an infection at the thoracic site. Symptoms of infection were redness, burning and pain around the thoracic site. The physician assessed the infection was device related. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 528598.